Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic was broken while in the patients eye during insertion. Additional information was received, in the surgeon's opinion haptic bent upon insertion caused or contributed to the event. The iol was explanted during initial procedure. There was no patient harm.

Manufacturer narrative:
Additional information was provided in e.1.,h.3 and h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. It is unknown which viscoelastic was used in the cartridge. The product was not returned for evaluation. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. It is unknown which viscoelastic was used in the cartridge. Company foldable intra ocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps the trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received or the complaint product is returned. The manufacturer internal reference number is: (B)(4).